Event description:
It was reported that during a drug eluting stenting procedure a balloon rupture occurred. The lesion was located in the right coronary artery. The physician was introducing the 3.0x24mm taxus liberte stent into the vessel and the balloon on the stent delivery system ruptured. The device was removed. There were no patient complications. The procedure was completed with another taxus stent. Patient status is reported as "stable".

Manufacturer narrative:
(B)(4) device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluation: the device was returned with the product mandrel inserted and stent balloon protector attached. A visual and microscopic examination found that the hypotube was broken 10.5cm distal to the catheters strain relief. There were kinks along the entire length of the hypotube. The product mandrel was stuck inside the device. Upon return of the device, the balloon was tightly wrapped and was not subjected to positive pressure. There was no visible damage to the balloon and lumen of the device. It was not possible to inflate the balloon due to the break in the hypotube. In order to test the balloon for a tear or rupture the lumen was dissected 11cm proximal to the tip of the stent delivery system (sds) and a 5ml syringe was attached to the break site. Water was flushed through the lumen using the syringe in an attempt to inflate the balloon. The balloon was partially inflated and no leaks were noted in the balloon or lumen. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a drug eluting stenting procedure a balloon rupture occurred. The lesion was located in the right coronary artery. The physician was introducing the 3.0x24mm taxus liberte stent into the vessel and the balloon on the stent delivery system ruptured. The device was removed. There were no patient complications. The procedure was completed with another taxus stent. Patient status is reported as "stable".